Event description:
It was reported that the asymptomatic patient presented for a remove follow up via merlin.net with a right ventricular lead that had an alert for high voltage defibrillation impedance. The defibrillation impedance has been gradually increasing for almost a year. Additional information has been requested but not received.

Event description:
New information received noted that chest x-ray was performed and lead fracture was not confirmed. No interventions were made. The patient was in stable condition.